Event description:
A string from the laparotomy sponge detached and was found in the patient during surgery. The surgeon identified and removed the piece of laparotomy sponge. Two packages of laparotomy sponges were opened for the procedure with the same lot numbers.